Event description:
It was reported that prior to the start-pre-anesthesia of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint. Visual inspection showed no broken or frayed cable . It is likely the wrong part was returned with this complaint. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed. The root cause is typically attributed to user.